Manufacturer narrative:
The customer reported that a pt death occurred due to a delay in responding to the pt's life-threatening event. This occurred as a result of several separate errors, including an error made in typing in the room # of the pt at the central and, also due to staff not following their own internal policy of confirming both the pt name and location when techs report a need for staff to respond to a pt alarm. There was a delay before the staff was aware of the pt's need for additional treatment. We will therefore consider that the device was in fact a factor in this death. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a delay in responding to a pt's life-threatening event, occurred as a result of several separate user errors, including an error made in typing in the room number of the pt at the central and also due to staff not fully communicating the identity of the pt, per the hospital's policy, resulting in a pt's death.